Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. It also indicated that the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and high impedance on the superior vena cava (svc) and rv high voltage coils which triggered an alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.